Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that after using prime & bond 2.1, several patients (exact number unknown) experienced exacerbated sensitivity and a case that led to pulpal necrosis. Endodontic treatment was required to treat the pulpal necrosis.

Manufacturer narrative:
Retain product was evaluated and found to have a strong odor and the polymerization did not conform to specification. A CAPA has been opened to further investigate the issue.